Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated she was seven weeks pregnant and her dr stated that the basal rates were not set high enough to control her blood glucose levels. The customer stated that her blood glucose levels went as high as 610 mg/dl and she was feeling nauseous prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.